Event description:
Reporter indicated that communication was not successful with a vns patient's generator. Troubleshooting was unable to resolve the issue. The patient indicates that he can still feel stimulation. A battery life calculation performed in-house resulted in -0.48 years of remaining until eri=yes. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.